Event description:
The customer reported that the insulin pump had a frozen display and it was stuck on the bolus screen. The customer stated that she treated her low blood glucose of 54mg/dl. Troubleshooting was performed. The device was reset for five minutes, and a new battery was reinstalled. The buttons responded for a minute and then the screen was frozen again. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.